Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family was reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 445 mg/dl at the time of incident and the current blood glucose level was 350 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injections and insulin pump for high blood glucose level. Customer had experienced symptoms such as abdominal pain related to high blood glucose level. The insulin pump will not be returned for analysis.